Event description:
Report 1 of 2 received of air in line due to leak below the filter. A homecare pt was receiving an infusion of 3 in 1 tpn via an implanted port. The customer contact reported that approx 2 hours after the tpn was initiated, the pt was awakened, "all wet with considerable air in line." The pt noted the tubing set was leaking "somewhere around the air eliminating filter." The pt was able to disconnect the tpn, flush the port and dispose of the bag. The pt is able to eat in addition to receiving the tpn. There were no reported adverse pt effects. No medical interventions were required.